Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A reamer was returned for evaluation. Visual examination of the returned product identified the shaft had fractured inside the shank area. The shaft was worn out and dull. The dimensional analysis where measured was conforming to specifications. The device has 14 years of field service age and an unknown number of uses. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the 11 drill shaft was fractured off during tibial medullary reaming. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.